Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that the patient started to hear multiple tone alarms last month. The patient felt like he had the stomach flu really bad for approximately three to four days. He had body aches and essentially all withdraw or flu symptoms. The symptoms lingered, but not as bad, for approximately three weeks. The patient did take norco or oxycodone with tylenol 7.5 mg. However, the patient stated he does not feel normal. Reportedly, the patient visited his health care provider (hcp) and the hcp could not get a reading on the pump. Reportedly it had offered to turn the pump off or to keep it on but did not have the normal reading. Despite, the patient¿s pump was refilled with a noted 25% residual. The patient mentioned that even though pump was not working the patient¿s leg pain did not return ¿as much.¿ the patient was waiting for medicare approval before getting another implant. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.